Manufacturer narrative:
An internal complaint was initiated following biomérieux review of a 2021 scientific publication entitled: "a case of peritoneal dialysis-associated peritonitis caused by rhodococcus kroppenstedtii" (bmc infectious diseases . 2021 , 21 ( 1 ) 565; kang yi, chen yuxin, zhang zhifeng, shen han, zhou wanqing, wu chao; http://doclink/livelink/llisapi.dll/open/145483625) . The publication documented that vitek® ms failed to identify a tested rhodococcus kroppenstedtii strain, and that the vitek® 2 anc ID test kit misidentified the same isolate. The source of the strain was peritoneal dialysis (pd) fluid of a patient. Investigation. The vitek® ms failed to identify a rhodococcus kroppenstedtii. R. Kroppenstedtii is not included in the organism library in the vitek® ms knowledge base v3.2. A ¿no ID" result would be the expected result in a case like this. The organism was identified by the vitek® 2 compact anc card as acinomyces odontolyticus and turicella otitidis with 50% identification rate, respectively. Testing with the vitek® ms v3.0 failed to identify the strain (service confirmed a ¿no identification¿ result). Whole-genome sequencing confirmed the organism was r. Kroppenstedtii. After 15 days of treatment, the patient's symptoms improved, and the patient cleared his peritoneal dialysis-associated peritonitis with negative peritoneal dialysis effluent culture and intraperitoneal catheter culture. During his hospital course, the patient developed complications and subsequently died of septic shock and multi-organ failure. The failure of the vitek® ms to identify the isolate as r. Kroppenstedtii cannot be directly connected to the recurrent infection and the death of the patient. The article does not specify the software version used; only stating that the system failed to identified the organism. The vitek® ms instructions for use states the following: "testing of species not found in the database may result in an unidentified result or a misidentification". Vitek® ms r&d opened change number 3601 in order to add rhodococcus kroppenstedtii in a future vitek ms knowledge base. Conclusion. Rhodococcus kroppenstedtii is not included in the vitek ms kb 3.0, the following system limitation is indicated in the vitek ms knowledge base user manual: "testing of non-clinically validated species or species not found in the database may result in an unidentified result or a misidentification. Note: interpretation of results and use of vitek ms requires a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.".

Event description:
An internal complaint was initiated following biomérieux review of a 2021 scientific publication entitled: "a case of peritoneal dialysis-associated peritonitis caused by rhodococcus kroppenstedtii" by yi kang. Et. Al. The publication documented that vitek ms failed to identify a tested rhodococcus kroppenstedtii strain, and that the vitek 2 anc ID test kit misidentified the same isolate. The source of the strain was peritoneal dialysis (pd) fluid of a patient. A suspension of a microorganism isolated from pd fluid was tested for identification using vitek® ms instrument using knowledge base version 3.0 and the vitek 2 anc ID card in conjunction with vitek 2 compact. The article stated the vitek® ms failed to identify the patient strain. Note: this would imply a result of "no ID" was obtained. The whole-genome sequencing (wgs) of the organism was performed, and provided an identification of rhodococcus kroppenstedtii. After fifteen (15) days of treatment, the patient's symptoms improved, and the patient cleared his peritoneal dialysis-associated peritonitis with negative peritoneal dialysis effluent culture and intraperitoneal catheter culture. After the patient¿s symptoms subsided, a procedure was performed for hemodialysis. The patient then developed complications post-op, and blood cultures collected at this time were still negative. Ten days later the patient died of septic shock and multiple organ failure. This article does not claim that the patient¿s death was a result of the misidentification, and it is important to note that the patient was treated according to the susceptibility report and infectious symptoms subsided at that time. Rhodococcus kroppenstedtii is not claimed in the vitek ms knowledge base version 3.0. Biomérieux r&d and medical affairs teams reviewed the publication. The medical affairs assessment stated that the failure of the vitek ms to identify rhodococcus kroppenstedtii cannot be directly connected to the recurrent infection and the death of the patient. Based on the information available in the publication it is unknown if the vitek ms provided a misidentification result or a ¿no ID¿ result. Biomerieux has initiated an internal investigation which documents both the medical affairs and r&d assessments.